Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock was cracked. Customer's blood glucose (bg) level was elevated; however, the exact value was not provided. The cartridge was changed and bg level returned to target level.